Manufacturer narrative:
A device was returned due to patient death. Analysis performed, including electrical, mechanical and environmental tests indicated that the device exhibited normal device characteristics with no anomalies. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.

Event description:
Related manufacture reference number: 2017865-2024-03763, related manufacture reference number: 2017865-2024-03764. It was reported that the patient's pacing system was explanted due to death of unknown cause. Further information was requested, but not available.